Manufacturer narrative:
Submitted april 2,1998.

Event description:
IV therapist inserted insyte and did not notice any fault with the cannula. On the third evening after insertion, the pt was showering when he washed his forearm-the interlink injection site with cannula hub fell to the floor. The forearm was immobilized overnight, catheter staying in place at insertion site (had been x-rayed). Catheter was removed surgically next day and the pt soon went home.